Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: expander suspected rupture.

Event description:
Healthcare professional reported unknown-side "expander suspected rupture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6b, h6, h4.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown-side "expander suspected rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.